Event description:
It was reported that during a laparoscopic sigma procedure, the device did not staple but cut. No further information is available. Sutured by hand to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.